Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy at pod activation as intended. The pod was not worn.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod had been deactivated by the user at the end of second prime. A rotational sensor malfunction was observed in the data, resulting in first prime ending earlier than expected. First prime ending earlier than expected resulted in the firing flat of the ratchet gear not being lined up with the release bar at the end of second prime, preventing the needle mechanism from deploying as intended. Rerun of the pod did not replicate the original data abnormalities. Inspection of the drive mechanism components found areas of weak contact marks on the commutator cap, indicating poor contact between the rotational sensor springs and the commutator cap. The exact cause of the rotational sensor assembly malfunction could not be determined. This rotational sensor assembly malfunction prevented the needle mechanism from deploying as intended. Cracks were observed on the top and bottom housings. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that these cracks had no affect on the functionality of the pod.